Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to a charge time (CT) of greater than 45 seconds. It was noted that there was an episode of an attempted shock when the device exhibited a fault code 01; the device did not provide therapy during attempt one. To date, there have been no reported adverse patient effects related to this clinical observation. Technical services (ts) discussed the fault code for CT greater than 45 seconds, and advised replacing the device. It was noted that the device was being replaced.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. [End of life (eol) was declared following a single charge time greater than 30 seconds.] The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
--